Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of the broken guide catheter fragment was removed using forceps.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary preloaded db stent was implanted in the duodenum to treat a stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. During the procedure, the black inner catheter broke inside the patient. The broken guide catheter fragment was removed using forceps, and the procedure was completed. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was inside the patient during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent can not be fully deployed." The physician did not follow the steps cited in the IFU.